Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was unable to establish communication between his ipg and external devices. It was also reported the patient's programmer reflects a communication error. It was noted the patient has not used or recharged his ipg in approximately 9 months. Subsequently, the patient may undergo surgical intervention as the next course of action.